Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. As received,the monitor failed incoming functionality testing. The cause of the incoming test failure was isolated to a defective u612 (max inverting charge pump) on the ca board. The defective u612 component had no output. The root cause for the defective component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.